Event description:
It was reported the patient had erosion at the pocket site of their implantable neurostimulator (ins) with no signs of infection. A revision procedure was performed where no visible traces of infection were observed after opening the pocket. Impedance testing was performed (results not reported). The ins was removed, the leads were not removed but tunneled contralaterally, and a new ins implanted at a new contralateral site. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v866628, implanted: (B)(6) 2012, explanted: product type: lead. Product ID: 3037, lot# serial# (B)(4) product type programmer, patient. (B)(4).